Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) was unable to be fixated during first fixation and upon recovering the ralp, its helix was stretched. The ralp was not implanted and an alternate near at hand was implanted instead. Patient condition was stable.